Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported the deep brain stimulation (dbs) became infected twice and the patient had to have everything removed.

Manufacturer narrative:
Concomitant medical products: product ID 37642, product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: extension; product ID 3389s-40, lot# va03t31, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead; product ID 3389s-40, lot# va02pxp, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported the date of onset/diagnosis of the infection was (B)(6) 2013. Perioperative antibiotics were administered. The patient had drainage and the primary location of the infection was the lead track. Cultures of the patient¿s blood and device pocket were taken. The patient did not have meningitis and enterobacter was cultured. The patient was given IV antibiotics and the entire system was explanted. Following explant the infection had resolved.

Event description:
It was reported that the patient¿s whole system was explanted due to a (B)(6) infection. The patient outcome was not reported, so additional information was requested to determine this. If additional information is received, a supplemental report will be submitted.